Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) has received the harmonic ace instrument for evaluation. Failure analysis found the primary failure of "part of the harmonic instrument broke off" to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.137¿ from the base nd the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The cause of the instrument breakage was attributed to mishandling/misuse. A log review was performed and revealed that the instrument was not used on the reported event date of (B)(6) 2020. Instead, the instrument was used on (B)(6) 2020. The event date was updated based on this new information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. No image or video clip for the reported event was submitted for review. Verification of the product and event details via system logs cannot be performed at this time because there was insufficient product information provided. A site history review was performed and no related complaints were found to the product. This complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, a fragment from the harmonic ace instrument fell inside the patient, and was retrieved. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure a fragment come off the harmonic ace instrument and fell inside the patient. All fragments were retrieved and the procedure was completed. Intuitive surgical inc. (Isi) followed up with the customer to obtain additional information. It was confirmed that the fragment was retrieved using another instrument and the surgeon verified the fragment was removed. The instrument was reportedly inspected prior to use. The surgeon was not sure what caused the issue. There was no instrument collision noted and no indication of cannula damage. The instrument wrist was noted to be straightened upon removal. There was no patient harm and no post-operative complications. No image or video recording were available. No further details were available.